Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 95% to 5% within 5 minutes. Reportedly the customer continued using the pump for insulin therapy. The customer's blood glucose level was 122 mg/dl.